Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product was received within a resealable plastic bag along with return documentation. A visual inspection of the product revealed the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The reported complaint event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing distorted and blurry vision. The intraocular lens (iol) was explanted from the patient's left eye. There was no vitrectomy, incision enlargement or sutures required. The surgery was completed successfully using a non-johnson & johnson replacement lens. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.